Event description:
It was reported, during t2 recon nail surgery, the tip of k-wire broken inside the femoral bone, and the surgeon could not remove the tip of the k-wire. The length of the broken tip is about 5mm. The surgeon used another new k-wire, and the procedure was completed without a problem.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.